Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result based on our investigation results, we can determine a blockage as well as non-adjustability at the time of our inspection on the valve. The cause for the blockage and the non-adjustability could be the detected deposits. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in over-drainag, adjustment difficulties. The patient underwent a revision procedure performed on (B)(6), 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 months. Height: 75 centimeters (cm). Weight: 12 kilograms (kg). Gender: unknown.